Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of components cracking on sets was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd extension set experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. I heard that the medical center has experienced an issue with their j-loops "cracking". I don't know any more than this. I called the PICC nurse and that is all he knew.